Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's spouse reported via phone call, the insulin pump stopped working. Customer was currently in the hospital for high blood glucose of 300 to 400 mg/dl. Customer was having trouble keeping blood glucose in control. Customer's spouse stated, the device had alarmed compromised force sensor and it was squirting insulin during manual prime. Customer's spouse didn't have the device with her and was unable to check if the drive support cap was sticking out. Customer's current blood glucose was 278 or 279 mg/dl. Customer's spouse was advised the device needed to be replaced. She wasn't sure if the customer was hospitalized but did need the device to get blood glucose under control. Customer's spouse agreed to return the device for analysis.